Manufacturer narrative:
(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume infusors overinfused during infusion. The expected delivery time was 46 hours; however, the devices were emptying within 1 to 6 hours. The pumps were filled with 0.9% sodium chloride (nacl) and fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d4: unique identifier (UDI) #. Additional information: d4, g4, h3, h4, h6, h11. H11: : the actual device was not available; however, two companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the samples, and the flow rates of the companion samples were found to be within the product specification range. The infusor samples were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.